Event description:
It was reported that the patient went to the clinic on (B) (6) 2008, as she was no longer able to hear with her implant. She reported that she had been wearing her speech processor over the weekend, when she heard a 'sudden shocking sound', then static and then nothing. The patient's external equipment was found to be functioning normally whilst at the clinic. Testing was carried out and the device was found to be malfunctioning.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.